Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. The pump reservior function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of swi. A demand bolus of 0.3mg with a 1.00mg/ml concentration over 16 minutes was programmed. At ambient temperature, no fluid droplets were observed at the tip of the stem. A second demand bolus, programmed with the same parameters, at 37 degrees celsius, did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994mg daily dose multi-rate flow test over a 24-hour time period at 37 degrees celsius. The dispensed volume was 0.0ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow test was performed and yielded a result of 0.0ml of the expected volume. Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions reporting an explant due to underinfusion volume discrepancy. Representative reported that the date of the volume discrepancy and the expected volume are unknown, but the physician was able to aspirate almost the full amount of medication from the pump at the refill. A dye study was performed and the catheter was deemed patent. The patient was then scheduled for an explant but had their pump refilled sometime before the surgery. The patient then reported feeling sick and nauseous. The pump was then explanted.